Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The rv defibrillation impedance was steady at approximately 46.22 ohms through (B)(6) 2016 and rose to 151 ohms by (B)(6) 2016 and to 254 ohms by (B)(6) 2016. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The svc defibrillation impedance was steady at approximately 54.55 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The rv pacing impedance was steady at approximately 854.26 ohms through (B)(6) 2016 and spiked to 1007 ohms by (B)(6) 2016 and 1026 ohms on (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the rv and superior vena cava (svc) coil. The rv lead is planned to be explanted and replaced. No patient complications have been reported as a result of this event.